Manufacturer narrative:
The facility reported that lint was found in the surgical site post operatively. The particulate was not removed. No serious injury resulted. No medical intervention was provided. We were not provided many details regarding this incident or information to conclude that the lint originated from this pack. The sample was not returned for evaluation. A root cause has not been determined. Due to the reported incident and in abundance of caution, this medwatch is being filed.

Event description:
The facility reported that lint was found in a surgical site post operatively. No medical treatment was provided.